Event description:
It was reported that during the initial implant procedure, the guidewire was unable to advance within the right ventricular (rv) lead during repositioning to find the optimum position. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.